Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: hg3u7qy04, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (500 mcg/ml at 249.93 mcg/day) via an implanted pump. It was reported that the patient had return of pain following the pump and catheter implant in august. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was done. The hcp decided to investigate the catheter in the or (operating room). During the procedure, the hcp opened the pump pocket, disconnected the pump, and placed it on the back table. He then checked for csf (cerebrospinal fluid) flow from the proximal segment of the catheter and it was not immediately observed. He then trimmed the proximal segment of the catheter as well as some of the spinal segment. Once trimmed, the remaining catheter dripped freely. The hcp then implanted a proximal catheter segment and connected it to the pump. He then checked the removed proximal segment of the catheter by clamping one end of it and pushing saline into the other end of it. There were no leaks visible. He then removed the clamp and injected saline through it which flowed freely. It was unknown if the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.